Manufacturer narrative:
The reason for this complaint was to report the broken off thread portion while the surgeon was inserting it. The broken piece broke off in the glenoid head implant and was not protruding with no way to get out, so surgeon left piece in patient. This event occurred during surgery near the patient. Impactor possible time in service is 1.1 to 1.2 years there was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. The devices were returned to djo on 24 jan 2020 and examined by registered medical assistant (RMA) at djo surgical. Examination confirmed the complaint. The returned inserter/impactor shows the threaded tip broken off (tip not returned). The reported condition could possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance, refer to the IFU. A review of the device history record (DHR) revealed, when released for use, met design and manufacturing requirements. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. There had been one previous complaints against the reported lot number. Summary of complaints: 1 functional, 2 dull/worn, 6 threads damaged/galled, 4 broke/cracked/damaged. The root cause of this complaint was due to broken off thread portion. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - the threaded portion broke off while the surgeon was inserting it. The broken piece broke off in the glenoid head implant and was not protruding with no way to get out, so surgeon left piece in patient.